Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer cribriform occluder was selected for implant using a 9f amplatzer talisman delivery sheath. During implant, after the occluder was placed in the pfo tunnel and both discs were deployed, bulbous deformation was observed. There was no interaction with cardiac structures during deployment and no angulation or kink was observed with the delivery system. The deformed occluder was never released from the delivery cable while inside the patient and a new 30-25 amplatzer talisman pfo occluder was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.